Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer's internal reference number is: (B)(4).

Event description:
A physician reported that the leakage occurred from the pak during vitrectomy surgery. The surgery was completed on the same day without replacing the product. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The returned combined console pak was visually inspected, and no obvious defects were found. The identification (ID) tabs and the infusion chamber were intact. The infusion cannula was not returned; lab stock was used for testing. The returned manifolds, connectors, and components were found to be in good condition. The connectors were connected to the cassette and handpiece without any interference. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The submerge leak test was performed on the cassettes. No leakage occurred during generating pressure from the mensor. The returned product was tested using the console with the current software. The product could prime, tune with the ultrasonic handpiece, the 0.9-millimeter aspiration bypass system (abs) tip from the lab stock and returned infusion sleeve, and pass intraocular pressure (iop) calibration successfully. The product was recognized as combined cassette on the console. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No bubble was observed in the non-invasive flow sensor (nifs) fluid path before the cleaning process. No air leak was detected from the infusion airline during priming process. No message code appeared on the screen. No leakage was detected from the handpiece, infusion manifold, cassette, irrigation aspiration (I/a) manifold, connectors, manifolds, pump elastomer or on the pump area of the fluidics module. The cleaning process was able to be performed after functional testing was completed. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).